Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. There was no tissue between the jaws of the incident sample and the handle was not jammed. However, the ski guide pin was missing from the ski guide lever that attaches to the handle. The missing ski pin caused the ski guide lever to bend, keeping it from following the internal a-track and making it difficult to unlatch the handle to open the jaws. Reports of missing ski guide pins are being investigated. No pt injuries have been reported as a result of these complaints.

Event description:
The customer reported that during a partial pancreatectomy the jaws became difficult to open. The jaws were forced open which resulted in oozing. There was no pt injury.